Manufacturer narrative:
Additional information was received that the revision procedure was due to inadequate stimulation.

Event description:
A report was received that the patient underwent a revision procedure due to reason unknown.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.

Event description:
A report was received that the patient underwent a revision procedure due to reason unknown.